Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an under infusion issue of the device on (B)(6) 2017. The device issue was noticed by the user on (B)(6) 2017 with a note left on the device indicating that the device was under infusing. The device was programmed to infuse for 300ml for 1 hour. After an hour, the pump display showed that the infusion was completed with approximately half of the solution remaining in the solution bag. No patient injury or harm occurred for this case. The solution used during the infusion was unknown.

Manufacturer narrative:
The user-reported under-infusion issue was not confirmed. On 12/18/2017, the device was found to have a flow rate accuracy of -3.13%, which was within the +/-5% specification. The device was tested and it performed within all specifications on 12/18/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 09/14/2016.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00328).